Manufacturer narrative:
H11: additional manufacturer narrative: the dates of the events are unknown; however, the article was received for publication on december 21, 2025. Therefore, the date the article was received for publication was used as the occurrence date. Hlavicka, j., landgraf, j., winter, a., von zeppelin, m., ilgin, y., salem, r., hecker, f., walther, t., & holubec, t. (2026). Structural and non-structural deterioration after biological aortic valve replacement: long-term outcomes of 918 high-risk patients. Journal of cardiovascular development and disease, 13(2), 87. Https://doi.org/10.3390/jcdd13020087 the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through the review of medical article "structural and non-structural deterioration after biological aortic valve replacement: long-term outcomes of 918 high-risk patients", the following event was identified as pertaining to an edwards device: a total number of 34 patients with a carpentier-edwards perimount valve (not specified if model 2900 or 3000) of unknown size implanted in aortic position underwent reoperation after an unknown implant duration due to unknown reasons.